Event description:
It was reported that there were air bubbles observed in the infusion set tubing near the insulin pump's end. The blood glucose reading was 209 mg/dl. The customer stated that the insulin pump had alarmed no delivery, but during troubleshoot, it was found that the insulin pump was working as designed. He noted that the size of the air bubbles were not very large. The customer reported that the insulin used was not at room temperature; advised the customer only to use room temperature in the insulin pump. He also stated that the previous infusion set he had used had a bent cannula. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.